Event description:
The nurse was testing the balloon of the catheter before inserting in a pt and when she pushed the plunger forward to fill the balloon the fluid expanded in the "y" of the catheter not at the tip. No fluid went to the balloon at the tip of the catheter, the catheter would not have stayed in the bladder. The catheter was not placed in the pt, a new foley kit was obtained.